Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was 235 mg/dl at the time of incident. Customer stated that the insulin pump had scratches on the lcd screen. Customer stated that the scratches were deep due to the accident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device looks as though it was sandpapered down at the bottom left hand corner of the keypad. As for the lcd display, there was nothing wrong with it, and it looks pretty new.